Event description:
It was reported that this device displayed an ECG comm error message. The error message indicates that the device self-detected an internal malfunction. The message was noted by the device user during routine morning checkout.